Event description:
Caller reported a malfunction on pump causing the customer¿s blood glucose level to exceed 500 mg/dl. It is unknown how high the level was, but the customer did not feel well. Customer addressed the elevated blood glucose by administering a correction injection via multiple daily injections, and no third-party assistance was needed. Customer technical support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.